Manufacturer narrative:
Patient identifier = sid= (B)(6). The field service representative (fsr) performed troubleshooting and cleaned the both optics valve was dirty, cleaned parts, which resolved the issue. There have been no further occurrences of discrepant results since the valves were cleaned by service. Return testing was not completed as returns were not available. A 12-month review of tickets did not identify any trends for the architect i1000sr regarding the current complaint issue. A review of service history for the architect i1000sr, serial number (B)(4), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect i1000sr did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module, serial number (B)(4) was identified.

Event description:
The customer observed false decreased architect ivancomycin results on one patient. The results were provided: sid (B)(6) initial vancomycin result= 2 ug/ml/ repeated result=14 ug/ml. There was no reported impact to patient management.